Manufacturer narrative:
D10: (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-03 - rs glenoid plate l post aug, 8 deg, left. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-42-03 - equinoxe reverse 42mm humeral liner +2.5. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient underwent a left shoulder revision for an unknown reason approximately 4 years and 3 months after initial implantation. No further patient impact reported. No further information available.